Event description:
It was reported that the customer had a button error alarm on the insulin pump this morning. Customer's blood glucose level was 180 mg/dl. Customer stated that he has been able to clear it, but the pump keeps acting like he is pressing the escape button. Customer stated that it did nothing for 50 minutes or so and then he removed the battery and put it back in. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had no escape or act button response due to flattened button dome switches. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.